Event description:
Hypoglycemia [hypoglycaemia]. Suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction [device malfunction]. The patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose [wrong technique in product usage process]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia (hypoglycemia)" with an unspecified onset date, "suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction (device malfunction)" with an unspecified onset date, "the patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose (wrong technique in product usage process)" with an unspecified onset date, and concerned a 63 years old female patient who was treated with novopen (insulin delivery device) from unknown start date for "type 2 diabetes", novorapid penfill (insulin aspart 100 u/ml) (6u before lunch and 6u before dinner) from unknown start date for "type 2 diabetes". Patient's height: 155 cm. Patient's weight: 55 kg. Patient's bmi: 22.892820. Current condition: type 2 diabetes (diagnosed 25 years ago.), hypertension, hyperlipidemia. Concomitant products included - insulin glargine, acarbose, dapagliflozin. The patient had been using nn products for over 10 years. On an unknown date, before dinner the patient injected insulin using a novopen once but felt it had not been injected into body, so the patient injected a second dose, suspecting that there might be an issue with the novopen but was unable to clearly describe the specific malfunction. After showering, the patient experienced hypoglycemia (no measurement was taken at the time) and described being unable to move and feeling an indescribable discomfort, comparing it to a state of shock. Batch numbers: novopen: requested; novorapid penfill: requested; action taken to novopen was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemia (hypoglycemia)" was not reported. The outcome for the event "suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction (device malfunction)" was not reported. The outcome for the event "the patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose (wrong technique in product usage process)" was not reported. Reporter's causality (novopen). Hypoglycemia (hypoglycemia): unknown. Suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction (device malfunction): unknown. The patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose (wrong technique in product usage process): unknown. Company's causality (novopen). Hypoglycemia(hypoglycemia): possible. Suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction (device malfunction): possible. The patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose (wrong technique in product usage process): possible. Reporter's causality (novorapid penfill). Hypoglycemia (hypoglycemia): unknown. Suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction (device malfunction): unknown. The patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose (wrong technique in product usage process): unknown. Company's causality (novorapid penfill). Hypoglycemia (hypoglycemia): possible. Suspected that there might be an issue with the novopen but was unable to clearly describe the specific malfunction (device malfunction): possible. The patient injected insulin once but felt it had not been injected into body, so the patient injected a second dose (wrong technique in product usage process): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 18-aug-2025: the suspected device (specific name of the device unknown) novopen has not been returned to novo nordisk for evaluation. No conclusion reached on the device functionality. The reported hypoglycaemia could be related to extra dose administered.

Event description:
Case description: investigation result: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 08-oct-2025: the suspected device, identified as a novopen (specific model not known), has not been returned to novo nordisk for assessment. Despite repeated attempts, the batch number for the device remains unavailable. Consequently, no batch trend analysis or reference sample testing has been conducted. No additional confounding factors have been identified. Due to the limited information available concerning the handling of the suspected device, it is not possible to determine a definitive root cause regarding the functionality of the novopen. It should be noted that the reported hypoglycaemia may be associated with the administration of an extra dose. H3 continued: evaluation summary. Novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.